Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: on june 2, when the patient was injected with 3ml/l, it was found that the extension tube softened (became soft and thin when bulging) , rotated and twisted after cooling. At that time, the high-pressure syringe gave an alarm, which led to the failure of the high-pressure injection. A new product was found in time

Manufacturer narrative:
H.6. Investigation summary. A device history review was conducted for lot number 9119986. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: on june 2, when the patient was injected with 3ml/l, it was found that the extension tube softened (became soft and thin when bulging) , rotated and twisted after cooling. At that time, the high-pressure syringe gave an alarm, which led to the failure of the high-pressure injection. A new product was found in time.